Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead experienced noise, which resulted in oversensing and pacing inhibition. Reportedly, the pacing inhibition did not result in asystole. The rv lead was surgically abandoned. No additional adverse patient effects were reported.